Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product a review of the subject lot (2016052158) did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there have been no related complaints reported against the subject lot. These facts do not suggest a systemic quality issue with the lot. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Previously completed investigations for the inability to place implants into osteotomy have not identified any signals indicating potential manufacturing non-conformances impacting primary stability. With no signals indicating a systemic quality issue, no escalation to CAPA is required.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided.

Event description:
It was reported that there was a lack of primary stability. Tooth location 15.